Event description:
An initial event notification was received by (B)(6), on 29-dec-2025 and forwarded to millyard advanced medical products, llc on the same day. On (B)(6) 2025, the user accidentally paused insulin delivery via the twiist pump for approximately 2.5 hours upon silencing their phone for an appointment. The user reported having also changed their infusion site and cassette at this time. When the user ultimately resumed insulin delivery, their blood glucose was elevated. The user went to sleep with a blood glucose value over 400 mg/dl. When the user awoke on (B)(6) 2025, they were very sick and tested positive for ketones. The user went to the hospital and was admitted with diabetic ketoacidosis. Upon removing their infusion site in the hospital, the user realized that the cannula had never pierced their skin, causing them not to receive insulin from the twiist pump. The user was treated with intravenous fluids and insulin, and was discharged on (B)(6) 2025. The user remains ongoing on the twiist automated insulin delivery system.

Manufacturer narrative:
Based on the information available for assessment, a correlation between the twiist automated insulin delivery (aid) system and the user's symptoms could not be confirmed. The user remains ongoing on their twiist pump. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.